Event description:
It was reported that cuff misses occurred during suture placement using two proglide devices in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6f; however, the sheath size used during the aaa procedure was not provided. Reportedly, two additional proglide devices were successfully placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two additional proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. It was reported that the physician is not trained in the use of the proglide device or in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4): operator not trained. Per the proglide instructions for use, this device should only be used by physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the physician is not trained in the use of proglide device and in the preclose technique. The proglide instructions for use states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular.